Event description:
It was reported that the patient had pain at her implantable neurostimulator (ins) site and at the top of her electrode site. It was stated that the device had shocked the patient. It was noted that the patient wanted to have the device removed. Additional information received reported that the patient¿s battery was discharged. It was noted that the patient¿s device would be removed.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
Additional information received reported there was not a 50% or greater symptom reduction. The ins and lead were reportedly involved in the event. Reprogramming was performed as a result. The health care provider (hcp) scheduled the patient for a removal at their request. The cause of the event was not determined. It was reportedly not device related. The patient reportedly recovered without permanent impairment.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).